Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the dialysis catheter placement procedure, a line of the catheter allegedly perforated at the site of the push. It was further reported that metal lead was allegedly impossible to move even when using the straight end of the catheter, so the catheter outlet line was used. Reportedly minor bleeding was noted from the lumen. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath d/l 23cm catheter was returned for evaluation. Gross visual and functional evaluations were performed. A split was noted on the red luer extension leg. Upon infusion of the red luer, a small leak was observed from the split on the extension leg. Therefore the investigation is confirmed for the reported catheter puncture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 03/2023), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the dialysis catheter placement procedure, a line of the catheter allegedly perforated at the site of the push. It was further reported that metal lead was allegedly impossible to move even when using the straight end of the catheter, so the catheter outlet line was used. Reportedly minor bleeding was noted from the lumen. The procedure was completed using another device. There was no reported patient injury.